Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use the cardiosave intra-aortic balloon pump (iabp) power-up test fails code # 14. There were no patient involvement reported.

Manufacturer narrative:
Updated initial reporter name and event site mail is unknown (initially it was submitted as (B)(6). Event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the scroll compressor. The iabp was then released for cleared for clinical service.